Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-08787. It was reported, the pt received inadequate pain relief. Diagnostics revealed invalid lead impedance. The pt also noted inconsistent ipg pulsing. The physician received to replace the device. Prior to surgery the lead impedance displayed low impedances. During the replacement procedure the extension was tested with invalid value. The extension was removed and replaced by a new extension and the issue was resolved. No further info is available at this time.

Manufacturer narrative:
Eval: results: the complaint was confirmed. As received the 3383 extension was visually examined under the microscope and two broken wires were observed in the header. Conductivity testing showed opens on channel 7 and 8. As there were no other visible anomalies or damage to the extension, the damage observed is consistent with an overstress condition the extension was subjected to while it was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.